Manufacturer narrative:
The reported complaint of the thermogard console (sn (B)(4)) displaying tcmid: 06 (ce post error) was not observed during functional testing and review of the data event log. No device malfunction was observed during testing. The console performed as intended. Unrelated to the reported complaint, lid bumpers were cracked, drip pan was missing and loose screw cause a scratch the pump raceway. These types of physical damages could be due to wear and tear, lack of preventive maintenance or could be attributed to user mishandling. The console was manufacture in 17 october 2012 and is more than 7 years old, past the expected service life of 5 years. The last service was performed on 18 november 2013. Additionally, unrelated to the reported complaint, observed saline spilled inside the system casing and the probable root case was accidental saline spillage or suk leak. During functional testing, no error of fault was observed during overnight burn-in test. The console performed as intended. A review of the event log was performed no tcmid: 06 error was observed. However, not related to the reported complaint, two tcmid:02 (ce danfoss error) error message were observed on 27 march 2020 not on the reported event date of 30 march 2020. The cause of the intermittent tcmid:02 error was due to a degraded danfoss controller due to wear and tear. After replacement of the damaged and missing components, the console passed all testing criteria and meets performance specifications.

Event description:
During preventive maintenance check, the thermogard console (sn (B)(4)) displayed tcmid: 06 (ce post error) on the display screen. No patient involvement.